Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
While clearing robot arm after a trajectory, communication failure occurred while non-excessive force was applied to arm and vigilance device was pressed. Cst re-initialized system after approximately one minute unplugged. Once the patient folder was open, cst noticed the emergency stop button light was activated, and re-initialized system after 1 minute unplugged. After a second communication failure, cst removed side panel and performed manual release. Following third re-initialization, surgery continued without issue. Estimated time lost was approximately 20 minutes, with no clinical consequences.

Manufacturer narrative:
It was reported that two communication failures occurred during a surgery. According to technical investigation the first communication error was normal behavior of the device. The technical root cause of the second communication error cannot be determined.